Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation papers allege acetabular cups eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, inhibited patient's ability to walk, and caused elevated blood levels of chromium and cobalt. It is further alleged that patient is scheduled to undergo revision surgeries of the right and left hip on or about (B)(6), 2011, respectively. **update** (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot), doi and dor information for the left and right sides. I updated the first and second products to the left cup and head. I also changed the asr hip to a cup and added the head for the right side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.